Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom upstream occlusion alarms which were not reproduced. This condition was confirmed and found to be caused by continuity found on the ultrasonic flex connector pins of the upstream sensor. The failed upstream sensor was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion alarm. It was also reported there was no patient involvement.